Event description:
Allegedly, both femoral and acetabular components were revised.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2008-00290, 00291, 00292, and 00293.